Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and removal due to patient product concern.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient's concerns with the product. Patient reported "rupture". Device has been explanted.